Event description:
The home monitoring system showed atrial lead impedance <3000 ohms. Pt brought to clinic and lead evaluation showed bipolar impedance < 3000 ohms and unipolar impedance of 282 ohms. The lead was then removed and replaced with a new lead.

Manufacturer narrative:
The analysis did not reveal any sign of a material or manufacturing problem. Particularly with regard to the high bipolar impedance the analysis did not reveal any deviations from the specifications. Due to the bend distal part of the lead the fixation mechanism was not functioning properly. However, the fixation mechanism worked sufficient during the impant procedure, hence the bend distal part of the lead was probably caused by high forces during the explantation procedure.